Event description:
During catheter placement for a liver cyst drainage procedure, the "trocar" (metal stiffening cannula) became lodged in the drainage catheter. An attempt was made to remove the stiffener, but the catheter accordioned on itself. The pt complained of pain while the catheter was being removed. A competitor catheter was used to complete the procedure without incident.

Manufacturer narrative:
The subject device was returned with the metal stiffening cannula lodged in the catheter for eval. The complaint was confirmed. A review of the specific lot device history record showed no abnormal findings. A review of the complaint history returned three similar complaints for this lot (1 from a different account, and 2 from the same account, same day) with the same defect. Additionally, this lot pre-dated a corrective action to allow for easier removal of the stiffening cannula from the drainage catheter. Device history record and complaint files reviewed.